Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that all five filars of the outer coil were fractured. The location and mode of the damage are consistent with that produced by clavicular crush.

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.